Manufacturer narrative:
The device evaluation and testing performed by the field service technician did not reveal any device failure. During interview with the facility staff, it was determined that the way of product use contributed to the event (collision of the maxi move and the bed). The facility staff is trained in using the maxi move floor lift and aware of the cause of the lift tipping. The operating and product care instructions for the maxi move passive floor lift (document number: (B)(4)) states: "before lifting a person from a bed, ensure there is sufficient clearance underneath the bed to accommodate the maxi move chassis legs." "Using the adjustable width chassis, it is possible to make adjustments to chassis leg widths to assist maneuverability around obstructions, such as bed legs". To sum up, the event was a result of unintended use error. Arjo device failed to meet its performance specification since the maxi move floor lift tilted. It is unknown whether the device was used with the patient. The complaint decided to be reportable due to maxi move floor lift tilting as a consequence of rear castors being lift off ground.

Event description:
The maxi move floor lift tilted due to collision with bed. The maxi move chassis lifted the bed causing the rear castors to be raised off the ground. When lowering, the castor hit staff member foot. It is unknown whether the lift was used with the patient. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
The maxi move floor lift tilted due to collision with bed. The rear castors were lifted off the ground and when lowering hit staff member foot. The device inspection did not reveal any device failure. There was no indication that the lift was used with the patient. No injury was claimed.